Event description:
Affiliate reports that the patient got burned by the forceps during the surgery of the tonsil. Burnt area was around the mouth.

Manufacturer narrative:
It has been communicated by the affiliate that the device is not available for evaluation. Since the device is not available for evaluation, this complaint could not be confirmed. Since a lot number has been provided, a review of the device history records has been reviewed and the review revealed that the device conformed to all testing and manufacturing specifications prior to being released to stock. This device is a non-insulated forcep and the use of non-insulated bipolar forceps in confined spaces (e.g. Tonsillectomy) may result in unintended contact with and possible injury to non-target tissue during the application of power to the forceps. The use of insulated forceps is recommended for such procedures.